Event description:
Pt tested blood glucose on suspect device at 10:30 am and it was 528 mg/dl. At 7 pm, customer tested blood glucose as "hi" on suspect device. She took 30 u of insulin at 10 pm, the hosp meter read blood glucose as 38 mg/dl. She was admitted and treated. Pt stores her glucose strips incorrectly. No controls were run.